Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode¿s tip confirmed the reported discoloration. This complaint can be confirmed. From past investigations it was explained by the manufacturer that during manufacture the device is functionally tested and subjected to an activation test in saline to ensure correct activation of the device. This activation in saline may result in the appearance of corrosion on the device active tip and is considered normal. A review into the complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the nurse from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the electrode device was rusted. According to the report, the event occurred before use on a patient when the nurse opened the coolpulse. It was reported that the same like product was used to complete the procedure without any delay. There was patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation of the electrode¿s tip confirms the reported discoloration. This complaint can be confirmed. From past investigations it was explained by the manufacturer that during manufacture the device is functionally tested and subjected to an activation test in saline to ensure correct activation of the device. This activation in saline may result in the appearance of corrosion on the device active tip and is considered normal. A review into the complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.